Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient with subtrochanteric fracture of the left femur was implanted on an unknown date with tfn short. Patient had a year of evolution and on an unknown date patient presented with the tfn broken in its distal part and a intertrochanteric fracture with pseudoarthrosis in the left proximal femur. Patient was returned to surgery on (B)(6) 2013, the hardware was removed with the exception of distal segment because it was acceded in the medullary canal. Patient was revised to plate and screws. It was noted the remaining nail piece proceeds to reduce the fracture. Procedure completed without complications. This is 1 of 4 reports for complaint (B)(4).

Event description:
This is 1 of 4 reports for complaint (B)(4).

Manufacturer narrative:
An investigation was conducted and it states that the tfn was implanted because of a sub-trochanteric fracture of the left femur. The patient had an intertrochanteric fracture with pseudoarthrosis on the left proximal femur. The revision surgery was conducted to remove the broken implant and replace it with a proximal femur lcp. Based on the fracture surface, we can conclude that the implant was subjected to high dynamic loading. Constantly, alternating bending loads (during walking) led to the fatigue of the material. It led to a first crack and then to fracture due to fatigue and overload. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the part received was in good condition. The anodize surface has been rubbed off in the area where the blade contacts the nail. This is typical of normal usage. No obvious damage to part but the internal thread is damaged and measurements could not be obtained. Based on the damage to the threads and the fact that the threads are functionally important, this complaint is deemed indeterminate.

Event description:
This 1 of 4 report for complaint (B)(4).